Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after using autocon, a blood blister-like thing appeared around where the [erbe] electrode was attached. No symptoms where the electrode came into direct contact with the skin. The part number of the electrode is being confirmed. Autocon was purchased at the obstetrics and gynecology department in 2021 and is also regularly used in orthopedics. On this occasion, autocon was used for total joint replacement surgery. The case lasted about 2 hours. This is the first time this symptom has occurred.